Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues were verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a multiple malfunction alarms (malfunction 05 and 00) occurred. Customer's blood glucose (bg) level ranged from 78 mg/dl to 580 mg/dl with trace ketones; cause for high bg was unknown. Customer changed the infusion set supplies and administered a correction bolus via the pump to address bg. Reportedly, customer reverted to manual injections for insulin therapy.